Manufacturer narrative:
Evauation summary: the device involved in this incident is not available for evaluation, therefore, our results and conclusions are based on the info that was given to 1-flow by the initial reporter.

Event description:
Peri vancomycin treatment. The pt presented with red man syndrome (upper body) approx one (1) hr into the infusion. The symptoms dissipated after the pt was given benadryll; the pt continued on the vancomycin treatment without side affects. Potential fast flow is reportedly suspected.